Manufacturer narrative:
Intuitive surgical, inc (isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use with nothing found out of the ordinary. The surgical task being performed when the issue occurred was dissection. The surgeon believes what caused the issue is possibly a quality problem. The instrument was used for about 30 minutes prior to the problem occurring. The surgeon noticed the instrument had no energy for an unspecified duration during the surgical procedure. The instrument did not collide with any other instruments or hard material, and the instrument was removed prior to the breakage. The instrument was removed, and it was straightened. The staff did not notice some resistance upon the removal of the instrument through the cannula, and no damage was noted on the instrument after the event occurred. It was confirmed that the fragments were retrieved. No additional surgical procedures were done to remove the fragment. No tests like x-rays were performed as a consequence of the problem. The procedure was completed robotically, with no patient harm or injury. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument was returned to isi for further evaluation. The fragment retrieved will be returned for isi evaluation. There was a photographic image of the instrument available.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the generator alarmed that the tip of the harmonic ace instrument is over-stressed. The customer reinstalled the harmonic ace instrument to the generator to release pressure, but the instrument blade suddenly broke when the customer reactivated it. The fragment fell into the patient and was retrieved. The customer used a spare instrument to complete the procedure. The procedure was completed.

Manufacturer narrative:
An investigation is completed determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and was found to have a blade broken. The blade broke below the base. The broken piece was returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer-reported issue. Review of the provided image was performed by a isi regulatory post market surveillance specialist (rpms) and obtained the additional information: the provided image is consistent with the broken instrument blade. No further escalations required for the image review.